Event description:
It was reported that during a da vinci assisted procedure, the customer experienced an instrument ¿popping off¿ of system arm three. The customer was calling in this event in relation to the suction irrigator ¿popping off¿ of the system arm and moving unexpectedly. No further information on this event was provided.

Manufacturer narrative:
An intuitive field service engineer (fse) went on-site and could not replicate the reported event. The system tested and verified as ready for use. Note: the customer did not provide the event date of this incident.

Manufacturer narrative:
Updated fields: h2 and h6.

Event description:
Refer to h11 for follow-up information.